Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned for investigation. The review and evaluation of the event history log confirmed the error had occurred and resulted from the clutch being released and the plunger being manipulated during an infusion. The error could not be duplicated during testing. No evidence was found to suggest the reported event was caused by an intrinsic product problem.